Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 04.130.212s, lot # 5l42109, release to warehouse date: 08 jan 2029, manufacturer: grenchen, no ncr's were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery. Surgeon inserted the locking screw in question to a hole of a plate, but there was a gap between the head of the locking screw and the plate. So, the surgeon tried to remove the locking screw with a screwdriver and reinsert, but the locking screw head got stripped and could not be removed. Surgeon used other device to remove the locking screw and eventually the locking screw was removed. Procedure was successfully completed with (30) minutes delay. Surgeon pointed out that there was a technical problem, but also star drive shape itself of the locking screw head may have caused the strip. Concomitant device reported: unknown plates (part# unknown; lot# unknown; quantity: 1). This report is for (1) 1.5mm ti val t-plate 3h head-7h shaft-sterile. This is report 1 of 2 for complaint (B)(4).